Event description:
The customer reported the "wrong scale" on the arterial line waveform during intra-aortic balloon (iab) therapy. They reported a poor arterial line tracing with fiber optic that is displaying a blood pressure (bp) in the 30s/17. The augmentation was in the 160s. They were then advised to re-calibrate but received the same result with bp in the 30s. The iab was confirmed to be in the correct location. The customer was then walked though steps to remove the fiber optic and attempt to transduce the central lumen. This provided a better waveform and bp in the 120s, which more closely resembles another arterial line on the patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The catheter tubing was observed to be cut 54.9cm from the iab tip. The cut portion was not returned for evaluation. A kink was found on the catheter tubing approximately 41.4cm from the iab tip. An underwater leak test of the balloon and catheter was performed, and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).